Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and received inappropriate shocks due to oversensed noise while engaging in physical activity. Boston scientific technical services (ts) reviewed the device data noting varying amplitude signal and instances of noise. X-rays showed the device to be more posterior than ideal which ts noted could influence sensing. Provocation testing was unable to recreate the noise. Revision to reposition the device was recommended. Information was later received indicating a revision procedure was performed wherein the device was repositioned and re-optimized but the patient received additional inappropriate shocks due to noise and varying amplitudes. Ts reviewed the episodes and provided feedback that the shocks would have been avoided with programming enhancements turned on. The physician enabled the enhancements per recommendation. No adverse patient effects were reported.